Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history, the service and complaint history, trending by product line and system serial number, failure mode effect analysis, and the system hazard use misuse analysis. The DHR (device history review) for sterrad 100nx system confirmed that the product met all specifications at the time of release. The service and complaint history for the sterrad 100nx did not reveal a trend for haze / oil mist failures. Trending analysis for haze / oil mist issues associated to the sterrad 100nx found there is not a significant trend. The fmea (failure mode effect analysis) relating to haze / oil mist issues was reviewed and the risk is considered low. The shuma (system hazard use misuse analysis) was considered "as low as reasonably practicable" (alarp). Based on the investigation findings, the issue for haze/oil mist was resolved when the fse re-installed the oil mist filter cartridge, tightened the mounting screw, and replaced of the catalytic converter filter. Based on the risk and that there is no significant trend, no further action is required.

Event description:
A facility biomed reported a haze in the mechanical room where sterrad 100nx sterilizer is installed. There is no report of harm or injury to any healthcare worker. An asp fse was dispatched onsite to assess the unit.

Manufacturer narrative:
An asp field service engineer found that the oil mist filter cartridge mounting screw had come off. The fse reinstalled the oil mist filter cartridge and tightened the mounting screw. The catalytic converter was also replaced. The fse ran a vacuum test and checked for any emission from the converter. The fse also ran an empty chamber flex cycle to test. The system performs to specifications. A replaced part is expected to be returned. A follow up report will be submitted with the investigation results of the return sample.